Manufacturer narrative:
Insulin pump had no act and down button response due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.